Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007.the devices were evaluated in the field and the issue was confirmed; the devices had broken/damaged components. The devices were repaired and returned.this issue was reported under z-1389-2018. This device is not labeled for single use.

Event description:
This report summarizes <noe> 24 </noe> malfunction events, where it was reported .the floor plates which hold the ambulance cot anchors in place during patient transport were broken. There was no patient involvement.